Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 27mm bioprosthetic aortic valve was explanted after an implant duration of approximately four (4) months due to unknown reasons. The explanted aortic valve was valve was replaced with a 23mm bioprosthetic valve. No additional information was provided.

Manufacturer narrative:
(B)(4). The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. A search of our complaints system was conducted for any reported infection involving from the same sterilization lot and there were no other reports, as of (B)(6) 2015. Prosthetic endocarditis of valves and annuloplasty rings is a serious complication in patients that have these devices. It can occur early or late after implant. Late endocarditis occurs due to the implant being seeded from an infections or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process from the device.

Event description:
Edwards learned through follow up with the healthcare provider that the bioprosthetic valve was explanted due to endocarditis. It was reported that the patient suffered a systemic infection that likely originated from a sinus infection and then affected the valve. It was also learned that there was an abcess that destroyed part of annulus. The patient was reported to be in good condition post procedure.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve further information are in process. If additional information is received a supplemental MDR will be submitted. Without return of the device or additional information the root cause of the reported event is indeterminable and the event cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.